Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a replace battery now alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The alarm history was reviewed. They did not receive a low battery alert prior to the replace battery now alarm. It was the second occurrence of a replace battery now alarm without a low battery warning. The device will be returned for analysis.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display noted during testing or unexpected battery power loss noted during testing. Pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Unit received with minor scratched lcd window, scratched case and cracked retainer.